Manufacturer narrative:
As reported by a healthcare professional, during coil embolization of an aneurysm of the internal iliac artery, an enpower control cable (ecb00018200/ s13420) and an enpower detachment control box ((B)(4)) failed to detach a deltamaxx coil (catalog/lot unknown). After 2coils (cashmere) were placed, the deltamaxx coil was attempted to be placed in the target lesion, but it could not be detached. The complaint cable was replaced with another one. The physician tried to detach the coil again, but there was no audible signal beep. Therefore, the complaint box was checked and it was found that all lights did not illuminate. It was turned off once and tried to turn it on, but it did not react at all. The box was replaced with another one (stryker). The coil was safely and completely removed from the patient through the microcatheter. None of the devices appeared damaged and all were used and prepped as per the IFU. The procedure was successfully completed without further issues. However, due to the event it was delayed for 20 minutes. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. No further information was available. The enpower control cable product was not returned for investigation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The lot numbers of the coils were not provided; therefore a DHR review could not be performed. The enpower detachment control box (dcb) was returned for analysis with no apparent damage. Labeling on the device matches the product documented in the complaint. The power button was pressed. The device did not turn on. The battery compartment was opened. There was no visible leakage from either battery. The battery voltage was measured using multimeter 70042-04d. The voltage across the two batteries measured less than 0.01 v, indicating that the batteries were completely discharged. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. Further review of the incoming inspection for the device was identified based on the board serial number. At incoming inspection, this device had acceptable voltage. The complaint that the dcb not functioning was confirmed. The device did not power on and the batteries had no voltage. Battery voltage for the device was tested at incoming inspection for 100% of devices. The purpose of the incoming voltage test is to detect ¿a dcb that has potentially high board level electrical leakage which could lead to excess battery drain.¿ since the dcb passed the incoming voltage test, electrical leakage did not exist when the device left the manufacturing facility. The user reported that the dcb was new when used for this event. Two coils were successfully detached and a third attempted before the no-power symptom appeared. The exact circumstances of the event are unknown, so the cause of the battery discharge cannot be determined. It appears that the cause of the failure to detach was related to the dcb and not related to the cable or coils. There is no current safety signal identified related to the reported events based on reviews of complaint histories for the devices. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Catalog number received. Lot number could not be provided. UDI: lot number unknown; ((B)(4). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Procode: krd/hcg. Concomitant medical products: enpower detachment control box (dcb00000500/ c38341), enpower control cable (ecb00018200/ s13420). Zip code (B)(6), phone (B)(6). Lot number could not be obtained; therefore, manufacturing and expiration dates of the device are not available. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during coil embolization of an aneurysm of the internal iliac artery, an enpower control cable (ecb00018200/ s13420) and an enpower detachment control box (dcb00000500/ c38341) failed to detach a deltamaxx coil (catalog/lot unknown). After 2 coils (cashmere) were placed, the deltamaxx coil was attempted to be placed in the target lesion, but it could not be detached. The complaint cable was replaced with another one. The physician tried to detach the coil again, but there was no audible signal beep. Therefore, the complaint box was checked and it was found that all lights did not illuminate. It was turned off once and tried to turn it on, but it did not react at all. The box was replaced with another one (stryker). The coil was safely and completely removed from the patient through the microcatheter. None of the devices appeared damaged and all were used and prepped as per the IFU. The procedure was successfully completed without further issues. However, due to the event it was delayed for 20 minutes. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The detachment box will be returned for investigation without the complaint cable. No further information was available.